Event description:
It was reported that a 25-year-old female patient underwent primary breast augmentation with a 425cc mentor memorygel breast implant and experienced implant rupture on her right side postoperatively. The patient underwent bilateral explantation and replacement with catalog number 3503754bc; serial number (B)(6) on the left side, and with catalog number 3503754bc; serial number (B)(6) on the right side on (B)(6)2023.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 28, 2023, mentor became aware that the patient experienced right side capsular contracture, and device was intact upon removal and date of event was (B)(6) 2023. Corresponding fields have been updated on this form under field b3 and section h. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 6, 2023, mentor became aware that the implants were accidentally discarded. Corresponding fields have been updated under section h on this form. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).